Manufacturer narrative:
The device is in process of being returned for evaluation, and the investigation is ongoing. Once we have additional relevant information we will submit it in a supplemental report.

Event description:
Complainant alleges "purchased in (B)(6) 2023 one of the jaws has snapped off - sent to their own instrument repairer for assessment and cant be repaired".